Manufacturer narrative:
The complaint is unconfirmed. The association between coopervision lenses and the incident is unconfirmed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative that medical personnel caused or contributed to the event and/or the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the reported event. Four unopened lenses of the same lot were tested and no defects were found.(B)(4).

Event description:
The patient was wearing proclear sphere contact lenses, and shortly after was diagnosed with a bilateral eye infection. The patient was prescribed medication (antibiotics) and additional information was requested without results (good faith efforts made). This event is being reported in an abundance of caution, as the exact medication prescribed and if permanent injury occurred is unknown.